Manufacturer narrative:
The event of photosensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information reported by patient of "sensitivity to light." Patient was treatment is noted as prednisone and lotemax eye drops, and other eye medications.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of fibrosis, bleb-related issues, and ptosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, corrected, and/or changed data: b.5., h.6.

Event description:
Additional information reported needling procedure performed. Bleb was large and hazel causing patient discomfort and dry eye.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time.

Event description:
Patient reported after xen®45 gts implant, they never felt like it healed ok and the patient always had pain the right eye. The xen® is irritating, their eyelid is drooping, and it feels like something is in the right eye. The patient saw another physician who stated that the device is not working and liquid is diffusing at the outer part of the eye so there is swelling. The patient is using artificial tears. The device remains implanted at this time.

Manufacturer narrative:
(B)(4). The reported events of ocular pain, eyelid is drooping, it feels like something is in the eye, high intraocular pressure and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported after xen®45 gts implant, they never felt like it healed ok and the patient always had pain the right eye. The xen® is irritating, their eyelid is drooping, and it feels like something is in the right eye. The patient saw another physician who stated that the device is not working and liquid is diffusing at the outer part of the eye so there is swelling. The patient is using artificial tears. The device remains implanted at this time.